Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the right upper screw hole is where the frame broke.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The product was returned for evaluation, and subsequent testing verified the complaint. Per the evaluation: broken tubing at center hole. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The dealer stated that the right upper screw hole is where the frame broke.